Event description:
The customer reported via phone call that they received a button error alarm that they could not clear. Customer also reported the insulin pump scrolled when the up arrow button was touched. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer also reported a crack on the upper right corner of the insulin pump's screen. The customer stated the insulin pump may have been exposed to moisture after they were washing equipment. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump has cracked case at the display window corners, display window, reservoir tube window corners, reservoir tube window, reservoir tube lip, battery tube threads, minor scratched lcd window and missing end cap sticker.